Event description:
Customer reported the collimator is not centered in the x-ray field. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a beam alignment. System operates as intended. This MDR is related to ge healthcare complaint number.